Event description:
Last (B)(6) 2023, at a crtd implant procedure, the dr. (B)(6), who has an important experience with our devices, implanted a gali 4lv sn: (B)(6). For implant lv lead, first option was a quartet 1458q-86 with sn: (B)(6) and a hydrogliss j soft lot: 5699362 well washed with heparinized serum. This guidewire had very problems to progress into the lead and the dr. Al razzo wanted retrieve it applying a lot of force. After he used the hydrogliss j medium lot: 5699363 (well washed with heparinized serum) and he got the same result but he could not retrieve the hydrogliss (attached). After we change the lv lead to a quartet 1456q-86 sn: (B)(6) and he used the hydrogliss j soft lot: 5699362 and he could not progress the guidewire correctly. He had to apply more force than normal. He could retrive the guidewire applying a lot of force and the lead twisted. He could implant the lead with a 0.014" guidewire by st jude without problems but when we did the electrical measurements with the psa the impedance was <200 ohms. So I recommended change the lv lead to a new quartet 1458q-86 sn: (B)(6). It was implanted without problems with a 0,014" guidewire by st jude medical.

Manufacturer narrative:
Complaint investigation is attached to this report.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
Last (B)(6), 2023, at a crtd implant procedure, the dr. (B)(6), who has an important experience with our devices, implanted a gali 4lv sn: (B)(4). For implant lv lead, first option was a quartet 1458q-86 with sn: (B)(4) and a hydrogliss j soft lot: 5699362 well washed with heparinized serum. This guidewire had very problems to progress into the lead and the dr. (B)(6) wanted retrieve it applying a lot of force. After he used the hydrogliss j medium lot: 5699363 (well washed with heparinized serum) and he got the same result but he could not retrieve the hydrogliss (attached). After we change the lv lead to a quartet 1456q-86 sn: (B)(4) and he used the hydrogliss j soft lot: 5699362 and he could not progress the guidewire correctly. He had to apply more force than normal. He could retrive the guidewire applying a lot of force and the lead twisted. He could implant the lead with a 0.014" guidewire by st jude without problems but when we did the electrical mesurements with the psa the impedance was <200 ohms. So I recommended chage the lv lead to a new quartet 1458q-86 sn: (B)(4). It was implanted without problems with a 0,014" guidewire by (B)(6) medical.